Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrest and hypertension.